Manufacturer narrative:
Actual device evaluated via simulated use testing which confirmed the reported issue. Additional investigation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
During testing the shaft frosted over.